Manufacturer narrative:
Additional information was received indicating this device was explanted and successfully replaced. The device was returned for analysis. This report will be updated when analysis is complete.

Manufacturer narrative:
Information indicated that the device remained implanted without further complication. Boston scientific received new information that two months later, a red alert was issued in latitude for this device. The device had reached end of life (eol) battery status with a monitoring voltage of 2.66v and a charge time of 32.5 seconds. Technical services discussed with the on-call physician that pacing and maximum energy shocks remained available at eol. The physician planned to have the patient's clinic contact the patient for a device check. As of today, available information indicates the device remains in service. No adverse patient effects were reported. This report will be updated if additional information is received.

Manufacturer narrative:
A review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. The device later declared end of life (eol) after experiencing one charge time greater than 30 seconds. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri and eol were triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance.

Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) reported hearing beep tones from his device. The patient was referred to his physician to have the device checked. The field representative reported he had not been contacted regarding tones from this patient's device.

Event description:
--